Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on it. The following information was provided by the initial reporter: "there is a foreign matter on the cannula incident occur: before use."

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter had foreign matter on it. The following information was provided by the initial reporter: "there is a foreign matter on the cannula incident occur: before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 25-jul-2022. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one opened and unused 20g insyte autoguard unit with no product documentation to indicate the reference or lot number. Additionally, one photo was received for investigation. A gross visual inspection of the returned unit did not identify any foreign matter (fm). The unit was further inspected under a microscope and no fm was identified. The provided photo was then evaluated, and no foreign matter could be identified. The failure experienced was not confirmed through the investigation. A device history record review showed no non-conformances associated with this issue during the production of this batch.